Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis investigations. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken input disk. Input disk 7 was found completely detached from the base of the housing. Hairline cracks were found on the grip input shaft. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the user could not control the tips of the fenestrated bipolar forceps instrument. The surgical staff removed the fenestrated bipolar forceps instrument and observed that the disks were broken. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The instrument's tips would not open at all in some angles and could not open completely in other angles. There was no shakiness/friction observed. The procedure was converted to open surgery due to patient¿s anatomy.